Manufacturer narrative:
The cec has adjudicated that the event is related to the device but not the procedure or paclitaxel. The investigator reported that the event is not related to the index device, procedure or paclitaxel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event term is updated to occlusive restenosis. If information is provided in the future, a supplemental report will be issued.

Event description:
During a revascularisation of the mid left sfa, the patient was treated with one pacific xtreme pta balloon catheter. During another revascularisation of the mid left sfa, the patient was treated with one amphirion deep pta balloon catheter. Approximately one year post the first revascularisation and 9 month post the second, the patient suffered restenosis of the target lesion in the left femoral superficial artery. This was treated with a pacific xtreme pta balloon catheter on the same day. The patient recovered.